Event description:
It was reported that the display on the external pulse generator (epg) was "messed up". The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the display on the external pulse generator (epg) was "messed up". The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the display was out of specification, it was "bleeding." Analysis also found the upper case and side bail covers broken and the lower case broken and contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).